Manufacturer narrative:
The device is no longer reportable.

Event description:
Additional information received found the leads were not liable as the extension was causing the high impedances.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31200, 1627487-2020-31202, 1627487-2020-31203. It was reported the patient has high impedance on its right lead causing ineffective stimulation. Surgical intervention may take place at a later date at the lead and extension site to check the set screw area to make sure it is connected well. Note: it is unknown which lead is the right lead, as such both leads are being reported.